Event description:
Ems personnel were attending to a semi conscious patient. Allegedly the monitor indicated the patient was in v-tach and intermittently displayed a check patient message. It was reported that when the operator pushed the analyze button the device did not analyze. There were several more check patient messages and several unsuccessful analysis attempts. The patient was transported to the hosp. There were no adverse effects to the patient reported as a result of the alleged malfunction.